Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470 contact peron: (B)(4).

Event description:
It was reported that the ventilator went into standby by itself. According to the hospital this was detected by the desaturation alarm from the hospital¿s patient monitoring system. Information about the saturation value has not been received. Manufacturer reference#: (B)(4).

Manufacturer narrative:
No parts were replaced therefore the investigation consists of an evaluation of the logs from the ventilator and additional information for the hospital. Additional information stated that the nurse started ventilation and left the room leaving the nursing assistant by the bedside. The patient monitoring system alerted for the desaturation and the nurse came back finding the ventilator in the standby mode with the nursing assistant still by the bedside. The nurse started ventilation. The hospital conclusion is that someone set the ventilator to the standby mode but none of those involved recalls doing it. The evaluation of the logs shows that prior to the reported standby period there is a start and stop of ventilation within 45 seconds. The starting and the immediate stopping indicate presence of staff. This standby is preceded by normal operators¿ actions of setting the ventilator into the standby mode and was very likely intentional. The ventilator remained in the standby mode for 4 minutes and it functioned normally when ventilation was started. There was no ventilator malfunction. The ventilator was not started as was intended. The logs do not support the claim that the nurse left the room when ventilation was ongoing. The brief starting and stopping of ventilation was intentional and too brief to claim leaving the room with ongoing ventilation. It is the starting of ventilation after this brief period which was not done and it is attributed to user error. Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470 contact person: (B)(4).

Event description:
Manufacturer reference#:(B)(4).